Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low out of range impedance. The alert window was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.